Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage and fracture occurred. The 80% stenosed target lesion was located in the mildly calcified ostial proximal left main coronary artery(lmca). After a 6f 3.5 non-bsc guide catheter was engaged in the lmca, a 0.014x190cm non-bsc guide wire crossed the lesion. Pre-dilatation was then performed with a 3.5x15mm non-bsc balloon catheter at 8 atmospheres. Subsequently, a 16x4.00mm promus premier¿ stent was deployed at 16 atmospheres and post-dilation of a 4.5x08mm non-bsc balloon catheter was performed. Following post-dilatation, the physician noticed that after the 3rd segment stent struts had opened up, deformed and also had fractured. The fractured portion, was not removed, as the stent was already deployed and still intact at the location of fracture. The physician then deployed a 4x15mm non-bsc stent within the 16x4.00mm promus premier&#10259;tent and completed the procedure. No patient complications were reported and the patient's status was stable.